Event description:
Donor unit #:(B)(4).

Manufacturer narrative:
This report is being filed to provide in investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in investigation: the run data file (rdf) was analyzed for this event.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time. Alerts that could contribute to wbc contamination of the plateletproduct, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in the run datafile analyzed. As the rbc detector cannot count the cells passing by, in order to generate a¿potential wbc contamination detected¿ message, the rbc detector signals must see a significantchange in the reflectance values. In this case, rbc detector reflectance signals did not indicatethat wbcs were escaping the lrs chamber. Therefore, the run data file reported that theplatelet product could be labeled as leukoreduced. Run data file analysis showed that frequent¿draw pressure too low¿ alerts were generated during this procedure. While the trima accelsystem is typically robust against numerous flow alerts, it is possible that the high number of alertsthat occurred throughout the procedure could have disrupted the steady-state of the system andcontributed to the higher- than-expected wbc content in the platelet product. Run data fileanalysis also showed unexpected signals during pas addition around the time the operator wasprompted to replace the pas bag. It is possible, though not conclusive, the pas bag becameempty. If the pumps are not pulling fluid from the pas bag, it is possible that the platelet pumpmay have pulled wbcs located between the small white clamp on the platelet line and the rbcdetector. Based on the available information, it is also possible that this leukoreduction failure maybe donor related.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available, at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.